Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly was unable to pull through the sheath. It was further reported that the balloon and sheath was removed together and used a suture to close. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess dilatation catheter received with loaded unknown sheath for evaluation. During visual analysis catheter shaft stretching and the balloon had circumferential rupture and detached in two halves along with the inner guidewire lumen could be observed. No other anomalies were noted. No further testing was performed. Based on the returns sample visual analysis, catheter shaft stretching, balloon circumferential rupture and detached distal balloon segment with inner guidewire lumen, the balloon catheter received with loaded unknown introducer sheath could be observed. Therefore, the investigation was confirmed for the identified material deformation, balloon rupture and reported balloon detachment and difficult to remove issues. A definitive root cause for the reported balloon detachment, difficult to remove and identified material deformation, balloon rupture issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 01/2027), g3, h6 (device) h11: h6 (method, result, conclusion) the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly was unable to be pulled through the sheath. It was further reported that the balloon and sheath were removed together and used a suture to close. Furthermore, the tip of the balloon was allegedly broke and detached. There was no reported patient injury.